Manufacturer narrative:
Multiple attempts have been made to get further information regarding the event, pictures of the device, how the device was being used, any further injury or medical treatment details, the end users¿ weight, the age of the device, details about the seat positioning strap and if the strap was being used at the time of the event without success. The cause of the issue or if there was a device malfunction has not been confirmed at this time. A return transaction for the device to be returned and inspected has been issued, however the device has not been returned at this time. This device was supplied by danyang maxthai medical equipment co ltd, and they will be notified of this incident. Should additional information become available, a supplemental record will be filed.

Event description:
The end user was in their lttr19fr transport wheelchair when it buckled. He fell back and hit his head on the house window. The end user went to the hospital, and they found he had a concussion.